Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician had difficulty slitting the sheath. Once the sheath was split, there was an "externalized wire" showing. It was noted that while slitting, the slitter came out of the catheter and a new slitter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. There was an issue with the catheter wire. The catheter did not slit along the score lines. Visual analysis indicated damage during use. The analyst noted that the catheter was returned with the deflectable wire visible. Visual inspection found slitting was not on the score line causing a spiral slit. Spiral slitting led to the catheter's deflectable wire becoming exposed. If information is provided in the future, a supplemental report will be issued.